Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism and in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter occluded, migrated and thrombus was noted at the level of the filter. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately three years and one month later post filter deployment, the patient complained of abdominal pain. A computed tomography of abdomen and pelvis was performed on the same day for left lower quadrant pain and the study showed that there was an inferior vena cava filter present. After two weeks, during oncology consultation, the patient consulted regarding deep vein thrombosis, and it was mentioned that the patient found to have extensive bilateral deep vein thrombosis on ultrasound and a computed tomography showed thrombosis up to the inferior vena cava filter. A computed tomography of abdomen and pelvis was performed on the same day for deep vein thrombosis. The study showed that a bard retrievable inferior vena cava filter was present, and the inferior vena cava filter appeared intact without significant tilt, penetration, or obvious filter fracture. The study also showed that extensive, acute, occlusive, and expansive thrombus was noted extended from the inferior vena cava at the level of the filter into the bilateral iliac veins and the bilateral common femoral veins. The final impression showed extensive acute thrombus extended from the inferior vena cava filter inferiorly into the extremities. On the next day, during vascular surgery assessment, it was commented that computed tomography demonstrated acute thrombosis of the inferior vena cava below the inferior vena cava filter. After eight months, a computed tomography of abdomen and pelvis was performed for injury with right-sided flank pain. The study showed that there was an inferior vena cava filter present with the apex of the filter at the level of the right renal vein. After one month, a computed tomography of abdomen and pelvis was performed for abdominal pain. A preliminary result was provided in comparison with the prior examination which mentioned that inferior vena cava filter within a small, diminutive inferior vena cava inferior to the filter suggestive of chronic thrombosis. The present study showed that an inferior vena cava filter was present with tip below the level of the renal veins. Also, the inferior vena cava distal to the inferior vena cava filter appeared diminutive, similar to prior study and the findings raised the possibility of chronic thrombus. Therefore, the investigation is confirmed for the alleged filter migration and obstruction of blood flow. Additionally, it can be confirmed that the patient experienced thrombus above the filter post deployment. However, the relationship to the filter is unknown. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.